Manufacturer narrative:
Device out of warranty; no request for manufacturers service. Device set aside; no further work to be completed by customer.

Event description:
The customer reported the ventilator alarmed when powered on and the monitor screen is blank. The customer reported the device would not boot up in either normal ventilation or diagnostic mode. The customer reported the device was not in use therefore there was no patient involvement or harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturer's product support (pse) for assistance. The biomedical engineer reported the ventilator has been sitting unplugged for a long time. The biomedical engineer reported when the ventilator was plugged in and turned on it beeps and has no display, indicating vent inop. The vent inop indicator signals the operator that the ventilator is not capable of supporting ventilation and requires service. During a vent inop condition, the ventilator enters a safe state, where the safety valve is opened and new alarm condition detection is discontinued. If the ventilator is attached to a patient when this condition is detected, the ventilator must be replaced immediately. The biomedical engineer reported the device was charged for a week. Pse advised the customer evaluate the vga and sensor pcb boards, power supply and battery. The biomedical engineer reported the device has been set aside and no further troubleshooting performed. The biomedical engineer reported there are no immediate plans to continue to work on the unit.